Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported that the unit was turning off and on. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the power management printed circuit board assembly (pm pcba) and the problem was resolved.